Manufacturer narrative:
The device is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.

Event description:
During the evaluation of a returned colleague pump (uim software version 5.04.00/unremediated), a faulty pump head module keypad was discovered. No pt injury or medical intervention had been reported related to the event.